Event description:
It is reported that the patient experienced a breakage of the post of the articular surface with the broken piece being removed during arthroscopy.

Manufacturer narrative:
Other devices used: catalog #00595006745, nexgen mis drop down stem extension, lot #61012031 catalog #00595005701, nexgen mis stemmed precoat tibial component, lot #60917517. Pictures of the explanted tibial and articular surface components were returned. From review of the pictures it is confirmed that the post of the articular surface had fractured off and that there is pitting on the articular surface. Review of the returned picture of the tibial component showed that there were scratches of the bottom of the tibial component and that bone cement was attached to the tibial component. Revision operative notes confirm the patient's tibial and articular surface components were revised. The tibial component was reported to be grossly loose and easily removed. The articular surface was noted to have surface wear. There was also some "likely" significant focal osteolysis and evidence of bone loss over the posteromedial aspect of the tibial of about 7-8mm. A field action was conducted on april 19, 2010 per recall number z-2414-2010, in which zimmer strongly recommends the use of a drop down stem extension with the baseplate and provides recommendations for cement technique. The device in question was implanted prior the field action and with a drop down stem extension. The package insert states that "wear debris can initiate osteolysis which may result in loosening of the implant." The breaking of the posterior spine may have likely produced wear debris which initiated osteolysis which resulted in loosening of the tibial component. This is a known inherent risk of the procedure. A definitive root cause cannot be determined.

Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. Operative notes confirm the patient underwent an arthroscopy due to reactive synovitis. The arthroscopic scope located a loose body that was identified to be the posterior stabilizing spine. All three compartments presented with hypertrophic reactive synovium. The articular surface was found to be intact with no superficial or deep scratches. Review of the returned radiographs suggests that the tibial component is internally rotated in comparison to the femoral component. It appears that the tibial cut was not made perpendicular to the mechanical axis. However, this cannot be definitively confirmed as long standing radiographs were not provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.